Event description:
It was reported that immediate postop bilateral recurrent laryngeal nerve paresis following thyroidectomy. Intact nerves visually at the conclusion of the case. Nerves also stimulated prior to closure. No nerve function now for over a month. Used surgical powder, but no suspicion of compression. Did not wash the powder out.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4 batch #: unknown. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Additional information was requested and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? (B)(6) 26. 3. What were the diagnosis and indication for the index surgical procedure? Total thyroidectomy for benign multinodular disease. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Hyperlipidemia, osteoporosis, singer, allergy:codeine, on lipitor, zoloft, vitamin b12. 5. Was there any intraoperative concurrent use of other products? No. 6. Were any energy products used during the procedure? Yes, bipolar and harmonic. 7. What are the product code and lot number? Hemostat absorb powder surgicel oxidized regen cellulose. I do not have the lot number, but it is was the purple label, accordion delivery. Pictures of the two lot numbers we have in stock currently at the surgery center are attached- it was likely one of those. 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used for slight oozing and prophylaxis before closure. 9. Where was the surgicel used (on what tissue)? In the neck, thyroid bed- not placed on the nerves, squirted laterally on each side away from the nerves, but still would have touched the recurrent laryngeal nerves once retractors were removed. 10. How much surgicel was used during the procedure? About half of the powder in one package. 11. Was there any nerve damage prior to closure? No, both nerves visually intact and successfully stimulated prior to closure. 12. Where was surgicel placed in proximity to the nerves? See number 9. 13. What was the onset date of the symptoms following the index surgical procedure? Immediately (within 30-45 minutes after surgicel application- when the patient was extubated, there was immediate bilateral vocal cord paralysis requiring tracheostomy. 14. Was any surgical or medical intervention been performed? Yes, performed tracheostomy and re-exploration of the wound. Washed out the surgicel as best as possible at that time. That was about 1.5 hours after initial closure and extubation. 15. What is physician¿s opinion as to the cause of this event? Unclear. Certainly no mechanical pressure felt to be on the nerves from the powder. Large wound and thyroid bed region with plenty of space. Wondering if a chemical or inflammatory injury is possible from the surgicel. Has this been reported before? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postop bilateral recurrent laryngeal nerve paresis? No 17. What is the patient¿s current status? As of (B)(6), 7 weeks postop, the patients vocal cords are starting to move. Currently both are moving but only moving about 30% of the normal range of motion. 18. What is the users experience w/ surgicel powder and other hemostatic agents? I have used surgicel in the neck for many years around nerves. I usually use the cup of surgicel and rehydrate it with saline before placing it in the wound. Although I have used the powder many times as well in this same location without known adverse effects. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the exact bipolar and harmonic product codes used? At what location/on what type of tissue was the harmonic and bipolar used? What heat management techniques were used to protect the laryngeal nerves while using bipolar and harmonic? During the reoperation was there any evidence of thermal injury to the nerves? Given there was no mechanical pressure from the powder, was this statement made from observations made during the original surgical procedure or during the re-operation? Given your question of other reports of this phenomenon, please reach out via the medical affairs process: https://www.jnjmedtech.com/en-us/mir does the surgeon believe there was ab alleged deficiency of either the bipolar or harmonic device that contributed to the patient¿s post-operative postop bilateral recurrent laryngeal nerve paresis an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.